Manufacturer narrative:
(B)(4). Concomitant medical product - delta cer fem hd 32/+3 mm t1, item 650-1161, lot 2015021193, therapy date - device remains implanted. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-01071.

Event description:
It was reported that the patient underwent left hip arthroplasty .subsequently, it was reported that the patient suffered dislocation and subluxation and a closed reduction was performed later.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this devices is not cleared or distributed in the u.s. In addition, no devices have been determined to be same or similar.

Event description:
Upon reassessment of the reported event, it was determined that this devices is not cleared or distributed in the u.s. In addition, no devices have been determined to be same or similar, therefore, this medwatch should not have been submitted to FDA.